Manufacturer narrative:
B3, b5, h6: additional information. One infusion pump was returned for evaluation. Visual inpsection of the device was found air bubbles on downstream occlusion sensor. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device underwent delivery accuracy testing. Three seperate tests were delivering within published specification. The reported customer complaint was unable to be confirmed.

Event description:
Information was received that incident occured during annual preventive mainentance using distilled water.

Event description:
It was reported that the delivery rate of the pump was inaccurate. No patient injury or complications were reported in relation to this event.